Event description:
A scrub nurse reported that during a vitrectomy procedure, fluid started "backing up in the eye". Following a 30 minute delay, the system was rebooted and the issue resolved. There was no patient harm reported. Additional information was received from a company representative reporting that as the eye was full of air and ready for oil injection, a system message displayed. The system then began injecting fluid in the eye, which caused the retina to re-detach. The system was rebooted and the fluid-to-air and laser steps were repeated. Subsequently, a scrub nurse reported that the system message was displayed at the end of the procedure. The surgical area was reinforced and she was unable to say conclusively if there was a re-detachment of the retina.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).